Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed spikes on shock impedance daily measurements. Over the past year some values were in the 120 ohms range but most recent exceeded 125 ohms, which is an out of range (oor) value and therefore, an alert for shock impedances oor was triggered. No noise was observed on reviewed electrograms. The field representative recommended increasing oor alert to 150 ohms at the interrogation process. The rv lead remains in service at this time. No adverse patient effects were reported.